Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery in (B)(6) 2015 and enhancement surgery on (B)(6) 2019. Patient presented on (B)(6) 2019 with epithelial ingrowth noted peripheral right eye 1 month after. The patient¿s chief complaint was of blurred vision and has current sinus and ear infection. At the one-month post of exam, there was loss of best corrected visual acuity. Patient reported the symptoms are not interfering with daily activities. Patient is being monitored. Bcva from (B)(6) 2015. Right eye pre-op 20/25 3.25x -1.25 x 98. Left eye pre-op 20/25 3.75 x -1.50 x 50. Bcva from pre-op date (enhancement evaluation): (B)(6) 2019. Cyclo refraction: od +1.75 ds, os +1.25-0.25 x 155, uncorrected va: od 20/25, os 20/30, corrected va: od 20/25+1, os 20/25+1. Bcva from (B)(6) 2019; right eye post-op 20/30 .00 x -.50 x 138; left eye post-op 20/40 .25 x -.75 x 135.